Event description:
It was reported that the patient's inflatable penile prothesis (ipp) "was not filling anymore". The device was removed and a new ipp was implanted. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.